Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, the reported stent fracture could not be confirmed. The stent strut accumulation in the center section with an hourglass shape indicates the twisting of the stent. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, the stent was deployed without difficulty. As reported, access was gained through the jugular artery which may be another contributing factor to the reported event. On the basis of the information available and the evaluation of the images provided, a definite root cause for the stent twisting could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. The IFU also indicates that post stent expansion with a pta catheter is recommended and that pre-dilation of the lesion should be performed by using standard techniques. Furthermore, the IFU states: "gain femoral access utilizing a 6 f (2.0 mm) or larger introducer sheath." (B)(4).

Event description:
It was reported that during deployment of the vascular stent for treatment of a pre-dilated lower limb stenosis via retrograde access through the left jugular artery, the stent fractured when being deployed 3/4. An additional stent was placed for treatment. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during deployment of the vascular stent for treatment of a pre-dilated lower limb stenosis via retrograde access through the left jugular artery, the stent fractured when being deployed 3/4. An additional stent was placed for treatment. There was no reported patient injury.